Event description:
The customer reported to olympus that the insufflator was too slow during procedure and was not maintaining adequate set pressure. The issue occurred during procedure. The procedure was for a therapeutic laparoscopic hysterectomy. The procedure was completed with the same device with no delay. There was no patient harm associated with the event.

Manufacturer narrative:
E1 address : (B)(6). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was tested by olympus and all units are functioning as expected. Olympus will continue to monitor field performance for this device.